Event description:
It was reported via a different product receipt that the patient presented in clinic for device changeout procedure. During procedure, it was found that the pocket was eroded by a capped right ventricular (rv) lead. This rv lead was capped and replaced on (B)(6) 2014 due to unknown reason. The pocket was revised after exchanging the device, and the capped rv lead remained implanted. Patient condition was stable.